Event description:
It was reported that the patient experienced dizziness. Noise leading to oversensing was observed on the right ventricular (rv) lead, leading to loss of pacing for the pacemaker dependent patient. Lead revision was anticipated to resolve the event. The patient was stable and will continue to be monitored. There were no adverse consequences.

Event description:
The lead was capped and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported event of noise was confirmed. As received, a complete lead was returned in three pieces for analysis. Visual inspection found an external insulation abrasion breaching the outer insulation proximal to the suture sleeve impression consistent with friction to device can. The cause of noise was due to exposure of the outer coil at the abrasion zone.